Manufacturer narrative:
Stryker evaluated the customer¿s device and duplicated the reported issue. Stryker determined that the cause of the reported issue was due to a faulty main keypad. The main keypad was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device's main keypad was not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.